Event description:
On (B)(6) 2012, it was reported by the pt's father that the infusion device was run over by a car. The incident happened 5-6 months ago. There is a crack running through the display and there are missing segments on the right hand side of the screen. The insulin bolus and basal amounts are able to be read, but the crack does run through them. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.